Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional narrative: h6: photo investigation: the product was not returned to j&j medtech orthopaedics; however photos were provided for review. The photo investigation revealed that the humeral implant driver has broken the 4 screws of the lower plate, causing the cap to fall apart from its original position. Due to this condition it is reasonable to conclude that there were difficulties during the disassembling process. The potential cause for the breakage condition is traced to wear/fatigue of design features and indicates that the failure is attributed to a high cycle fatigue phenomenon, due to slap hammer usage. The lifecycle requirements of the device are event related and depend on the use and inspection of the device in clinical practice. As the device can be damaged on the first or 100th use, the device must be properly inspected prior to each surgical use. Refer to the device/country specific IFU for information related to end of life, reprocessing instructions, and inspection procedures. As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed. The overall complaint was confirmed as the observed condition of the humeral implant driver would have contributed to the complained issue. Based on the investigation findings, the potential cause is traced to end of life, and it has been determined that no corrective and/or preventative action is required. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that this was a rsa on the shoulder performed. The surgery was performed via a superior approach. During surgery, a trial stem was attached to the implant driver and inserted into the humerus. The surgeon then attempted to remove the implant driver from the trial stem but was unable to do so. Therefore, the trial stem was connected to the implant driver again and the trial stem was removed from inside the humerus. When the surgeon removed the trial stem from the implant driver on the instrument table, parts of the implant driver had been off, causing the implant driver to be unusable. After that, the implant driver with the parts removed and the stem of the real implant were used without being fixed, and the surgery was completed successfully. (The implant driver was used only to check the retroversion angle.) There were no parts left inside the body. There was 30 minutes surgical delay and no harm to the patient. No further information is available.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: it was reported that this was a rsa on the shoulder performed. The surgery was performed via a superior approach. During surgery, a trial stem was attached to the implant driver and inserted into the humerus. The surgeon then attempted to remove the implant driver from the trial stem but was unable to do so. Therefore, the trial stem was connected to the implant driver again and the trial stem was removed from inside the humerus. When the surgeon removed the trial stem from the implant driver on the instrument table, parts of the implant driver had been off, causing the implant driver to be unusable. After that, the implant driver with the parts removed and the stem of the real implant were used without being fixed, and the surgery was completed successfully. (The implant driver was used only to check the retroversion angle.) There were no parts left inside the body. The product was returned to depuy synthes for evaluation. Visual analysis of the returned device found that the humeral implant driver has broken the 4 screws of the lower plate, causing the cap to fall apart from its original position. The broken fragments were returned for evaluation. Additionally the sample exhibits signs of heavy wear at the entire surface. The potential cause for the breakage condition is traced to wear/fatigue of design features and indicates that the failure is attributed to a high cycle fatigue phenomenon, due to slap hammer usage. The lifecycle requirements of the device are event related and depend on the use and inspection of the device in clinical practice. As the device can be damaged on the first or 100th use, the device must be properly inspected prior to each surgical use. Refer to the device/country specific IFU for information related to end of life, reprocessing instructions, and inspection procedures. A functional test was unable to be performed due to the post-manufacturing damage. However due to the observed condition it is reasonable to conclude that there were difficulties during the disassembling process. A dimensional inspection was not performed since it was not applicable to the complaint condition. The overall complaint was confirmed as the observed condition of the humeral implant driver would have contributed to the complained issue. Based on the investigation findings, the potential cause is traced to end of life, and it has been determined that no corrective and/or preventative action is required. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed. Corrected: h3.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information that has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint recon described in this report. H11 additional narrative: added: d9 if information that was not available for the initial report is obtained, a follow-up report will be filed as appropriate.